Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Visual and microscopic analysis of the returned device identified: fold creases, around 0-25% of the shell is missing, broken shell with sharp edge in the same location of crease on posterior side, stress marks opening and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with sharp edge in the same location of crease assessed as fold flaw opening. Missing shell that is assessed as inconclusive.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.